Event description:
This device case, which does not involve an adverse event, reported by a health care professional, who contacted the company with a product complaint, concerns a female patient of unk age and origin. The pt was taking an unspecified medication for treatment of an unknown indication. On (B) (6) 2008, the humapen ergo teal/clear pen body (lot 0601a01) with a clear cartridge holder attached was reported to have two broken engagement tabs. This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with 680376. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on 17-sep-2008. Initial examination found two broken engagement tabs. It was unk if this humapen ergo teal/clear pen body with clear cartridge holder attached was continued. Update 26-sep-2008; additional info received 24-sep-2008; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; changed malfunction from yes to no, updated psur comments and added "refer to results/conclusions section" to narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional info is expected. Evaluation summary: the user returned the actual complaint device with a clear cartridge holder attached, for investigation (lot 0601a01, manufactured january 2006). The user believed the engagement tabs were broken. However, the manufacturer's investigation does not support this finding. The device passed functional testing. No malfunction identified. There is no evidence of improper use or storage.